Manufacturer narrative:
Investigation summary: the customer reported a leak occurred between the bag and tubing three (3) times. Not patient injury/harm reported. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed and no trend was identified for the reported lot number or device failure. One (1) used sample was received for evaluation. Visual inspection and functional testing performed confirmed the report of leak between the bag and bushing tube. In addition, twenty-five (25) new samples were returned for evaluation. Visual inspection and functional testing performed confirmed the same failure. The root cause is determined to be manufacturing/process related. A corrective action was initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
A review of the device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used device was received for evaluation. A visual and functional inspection found evidence of leaking between the bag and the bushing tube. The root cause can be attributed to the manufacturing process where due to an incomplete seal of the bag. A formal corrective/preventative action will not be initiated at this time as there is no trend of this reported issue related to this product. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Event description:
Customer reports: a leak occurred from the interface between the bag and tubing. The issue has occurred three times at this facility.